Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd angiocath plus¿ venous catheter had a crystal appearance foreign matter inside the inner cap. Found before use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: 1 photo was returned for investigation. Clear droplet was observed in the returned photo. 4 actual samples were returned for investigation. 1 unused sample was returned from reported batch 7324262 in opened packaging. 1 used sample was returned from batch 7265191 in opened packaging. 1 used sample was returned from batch 7236361 in opened packaging. 1 used sample was returned from an unknown batch without packaging and catheter adapter. Batch 7324262, batch 7265191, batch 7236361. Returned samples. The actual samples were subjected to visual inspection. The sample from the unknown batch was found to not be produced within the tuas manufacturing facility and hence, will be excluded from the investigation. Clear droplets were observed on the catheter and inner surface of the needle cover of returned sample from batch 7324262. V-cut was observed on the samples for batches 7265191 and 7236361. Batch 7324262 (droplets on catheter tubing), batch 7324262 (droplets on inner surface of cover), batch 7265191, batch 7236361. Clear layer of silicone observed. The clear droplets for sample 7324262 were subjected to fourier transform infrared spectroscopy test. The ftir results showed that the spectrum of the clear droplets matched the spectrum of silicone and the catheter lubricant used in the manufacturing facility. Refer to attachment c. Clear droplets observed, on returned sample from batch 7324262, were actually silicone material, contained in the lubricant used during the catheter tubing lubrication process. V-cut was observed on the samples for batches 7265191 and 7236361. Investigation conclusion: clear droplets observed, on returned sample from batch 7324262, were actually silicone material, contained in the lubricant used during the catheter tubing lubrication process. The catheter lubrication process is part of the manufacturing process and thus silicone presence on the catheter tubing will be inherent. V-cut observed are resulted from needle through catheter. Needle through catheter could happened either during the assembly process or during product application when the product is being manipulated. However, there is a 100% vision inspection system for lie distance during the assembly process which are able to detect and reject the products with failed or zero lie distance. Silicone presence on the catheter tubing are part of the manufacturing process.